Event description:
As per pss implant request: failed right total hip arthroplasty secondary to osteolysis. Patient being seen for a chief complaint of hip revision evaluation for severe acetabular osteolysis. Patient presents for evaluation of left hip pain following a prior total hip arthroplasty (tha) performed at age 27 for legg-calvéperthes disease. Patient reports experiencing a sudden onset of pain after bending over to get into a car, stating "I just felt a pop and then just pain." The patient has been experiencing increasing difficulty with activities of daily living, particularly noting that "sleeping is hard. Everything else is hard." Pain description: patient describes significant hip pain that has worsened acutely following the popping sensation. Pain appears to be constant and is exacerbated by weight-bearing activities. The patient uses canes for ambulation but continues to experience significant discomfort despite assistive devices. Functional impact: patient reports significant limitations in daily activities including difficulty with sleeping, mobility, and general functioning. The patient is currently using canes for ambulation but continues to experience pain with weight-bearing. CT scan review reveals significant acetabular osteolysis with severe bone loss in the posterior aspect of the acetabulum. The implant appears to be at risk of failure due to lack of bony support as posterior column is essentially fully osteolytic. Femoral component appears stable with only mild bone resorption noted around the proximal aspect.

Manufacturer narrative:
This correction is being submitted as per clarification regarding patient specific implant request: is this a revision surgery. Yes, it is a revision of non-stryker / non-stanmore products. Therefore, this revision event is not related to stryker devices.

Event description:
As per clarification regarding patient specific implant request: is this a revision surgery? Yes, it is a revision of non-stryker / non-stanmore products.